Manufacturer narrative:
Device evaluation: one used 3.5 pedi bivona flextend custom length 45 mm uncuffed tracheostomy tube was received for investigation. Upon receipt, the tracheostomy tube was noted to be very dirty and in used condition. After decontamination, loose silicone material was observed inside the tracheal airway, confirming the reported complaint. The probable cause of the issue could not be determined, and the timeframe of occurrence remains unknown. A device history record (DHR) review could not be performed as the lot number was not provided.

Event description:
It was reported that during use, silicone debris was observed on the tracheostomy tube when it was examined with a camera during an airway evaluation in the operating room. The issue was resolved by replacing the tracheostomy tube with a new one. No adverse patient effects were reported.